Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat. Leak test and microscopic analysis was performed which identified: a sharp opening on fill channel. Based on the device analysis the final assessment is: a sharp opening on fill channel assessed as an unidentified (tear) opening.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported left side "deflation." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.